Event description:
Two (2) pts that were treated with cryotherapy using the same seednet device have subsequently developed rectal fistula, requiring intestinal deviation and colostomy. It was determined that the seednet and prostate kits did not malfunction.

Event description:
Two (2) pts that were treated with cryotherapy using the same seednet device have subsequently developed rectal fistula, requiring intestinal deviation and colostomy. It was determined that the seednet and prostate kits did not malfunction.